Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter was implanted on (B)(6) 2013 and now the device is presenting leakage of blood at the catheter junction.

Manufacturer narrative:
Submit date: 01/28/2014. An investigation is currently underway. Upon completion, the results will be forwarded.